Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intermittent issues charging the pump with the usb cable. Customer¿s blood glucose value was not impacted. Tandem technical support sent out a replacement usb cable and wall adapter to customer. Customer declined to perform further troubleshooting with tandem technical support.